Event description:
Nurse reports discrepant meter result compared to lab for multiple pts: pt # 1, date: (B)(6) 2010, inratio: 5.0, lab: 3.5. Pt's target therapeutic dose 2.0-3.0. Pt's hematocrit = 40.6%.

Manufacturer narrative:
Investigation pending.